Manufacturer narrative:
Concomitant medical products: product ID a810, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (unknown) (5 mg/ml at 1.201 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for a refill today and upon interrogation a pump memory error occurred code 112. The caller stated the patient seemed to get a little more pain with activity. It was noted that the tablet version software was 1.1.342 and the only logs were from the last refill on (B)(6) 2021. The expected reservoir volume was around 2 ml the actual reservoir volume was 12 ml. The 8840 was used to successful update the patient's pump post refill.